Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was charging more than expected. The patient was charging daily for 1-2 hours but it was stated that it used to charge once a week. There was a questionable history of overdischarge (od), no od had been previously reported. Estimated recharge interval was calculated on longevity calculator based on 2 programs: 6.1v, 450 microseconds, 50hz, 262 ohms; 4.2v, 450 microseconds, 426 ohms. The calculation showed 8 days beginning of life (bol) to 4 days end of life (eol) for the battery to last from full to discharged. It was also reported that while stimulation was turned on, a loss of therapeutic effect occurred. It was stated that the patient kept "top half of ins (50-100%) charged" as she noticed that her pain was "out of control" when her ins was 50% charged and her stimulation changed at that point. This was something that had started to occur recently. The ins was reprogrammed recently as well and parameters might have changed. The recharge statistics obtained were: (B)(6) 2013, 1.9hr s, 75%; (B)(6) 2013, 1.1hrs, 75%; (B)(6) 2013, 0.1hrs 50%; (B)(6) 2013, 0.5 hrs, 50%; (B)(6) 2013, 2.4hrs, 100%; (B)(6) 2013, 1.6hrs, 100%. Electrode impedances were generally between 1800-2800 ohms. Four days later it was reported that there were no electrode impedance or group impedance issues. No x-rays were taken. Battery replacement was discussed, a surgery was to be planned, the date was unknown.

Manufacturer narrative:
Product ID: 399945, lot# v176130, implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).